Event description:
The caller reported that the indicated battery charge of the device dropped significantly in a short period. There was no adverse impact on the customer's blood glucose level. The issue was identified as a fuel gauge fluctuation, and technical support provided information on resetting the pump and updating the software. Additionally, guidance was given on preventing the issue until the software update could be completed, which the caller understood and acknowledged.